Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The more than 90% restenosed target lesion was located in the left circumflex (lcx) artery. A 2.50x16mm promus element sds was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.. However, the returned product analysis revealed stent detached / separated.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified that the stent had detached from the balloon and was not returned for analysis. The balloon wingfolds were partly unfolded and stent crimp marks were visible on the balloon material. The distal outer lumen was slightly kinked at various locations along its length. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).